Event description:
The site reported the following: a pt with an admitting diagnosis of a congenital aortic condition was scheduled for procedure in the cardiac catheterization lab. During the procedure, the staff received a message on the display that they were reportedly unable to clear; the staff proceeded to replace the syringe with a new syringe. The staff proceeded to purge the air from the system while the pt was still connected to the disposables. An air injection occurred requiring medical intervention which included cardiopulmonary resuscitation, intubation, and the administration of emergency medication. The pt recovered. The site confirmed that this event was caused by user error.

Manufacturer narrative:
A system service check of the avanta injector verified the injector was operating within medrad specifications. In addition, the site did not retain the disposables that were in use during the reported event. The lot number of the disposables is also unknown; therefore, no further evaluation is possible. The medrad avanta fluid management injection system operation manual (B)(4) states the following: "do not connect a pt to the injector, or attempt an injection until all trapped air has been cleared from the syringe and fluid path. Expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting the system to the pt." Additional applications training has been offered to the site and we are awaiting their response.